Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their dxc 700 au clinical chemistry analyzer. The sample were repeated on an alternate analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer. The fse identified the failure mode as a defective ise pot mixing bar which was bent and causing bubbles. The fse replaced the mixing bar to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).